Event description:
During a high risk procedure, perclose device failed in right femoral artery. 1 perclose footplate retained in body, hemostasis achieved. No initial vessel damage or surgical repair noted post procedure. Device packaging sequestered if needed.